Event description:
It was reported that a pt presented high lead impedance at a routine office visit. It unk if x-rays have been taken, if the device has been programmed off, or if revision surgery will occur. Good faith attempts to obtain this info have been unsuccessful to date.

Event description:
Additional information was received from the treating nurse indicating the patient did not experience vns stimulation when the patient was last seen. Further information was received from the area representative indicating that the nurse had no value on the impedance, only knew it was high on system diagnostics. No x-rays were taken and no patient manipulation or trauma is suspected to have contributed to the reported high lead impedance. At the moment no interventions have been planned for the patient.

Manufacturer narrative:
Review of programming/diagnostic history.

Event description:
On 09/17/2012 it was reported that the patient had a full revision on (B)(6) 2012. The explanted lead and generator were returned on (B)(6) 2012 and analysis has since been completed. During product analysis the generator performed according to functional specifications. There were no anomalies found with the pulse generator. Analysis was performed on the returned lead portions and a discontinuity was identified. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned lead, quadfilar coil 1 appeared to be broken at the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the area as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be the remnants of dried body fluids were observed inside the inner tubing in some areas. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2012, indicating that the patient was seen again on (B)(6) 2012 and high impedance still remained. X-rays were taken in (B)(6) 2012; however per the nurse they did not show any lead issues. The x-rays have not been sent to the manufacturer for review. The patient has been referred for replacement; however this has not occurred to date.

Event description:
(B)(4).